Event description:
Same case as MDR: 2134265-2012-01512. It was reported that during stenting treatment procedure, stent dislodgement and vessel dissection occurred. Access was obtained via the right femoral artery. The 90% stenosed lesion being treated was located in the severely calcified, nontortuous, proximal left circumflex artery. The physician predilated the target lesion twice with a 3.0 x 15 apex balloon catheter. There was then a dissection, which was left untreated. The physician then advanced the 3.5x16mm verflex stent delivery system (sds), however it was unable to cross the lesion. The sds was successfully removed. The physician then predilated the target lesion two more times and then readvanced the sds and resistance occurred. It was then noted that the stent had come off the balloon. The stent was lodged in the heavy calcium, halfway in the left main jailing the lad. A 6f non-bsc guide catheter was used to see if the dislodged stent could be pushed forward. However, this attempt was unsuccessful. The physicians decided to abort the procedure and the patient was taken to surgery for stent removal and bypass. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).